Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported rupture of the right implant confirmed via ultrasound and magnetic resonance report. Device remains implanted. Ultrasound report: suggestive intracapsular rupture and partial collapse of right implant. Magnetic resonance: we observe in the right mamma in the sensitive to silicone sequences, signs of intracapsular rupture, with fibrotic capsula complete, being observed an irregular line and scalloped of low signal adjacent to the fibrotic capsula and that correspond to the mentioned structure of the prothesis.